Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator's tidal volume was inaccurately displayed. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device needs recalibrated to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging a ventilator's tidal volume was inaccurately displayed. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device needs recalibrated to address the issue. During the evaluation, the pollen filter and air path foam were replaced due to dirt contamination, inlet air path assembly was replaced due to degradation, filter and tubing were installed.